Event description:
It was reported that the right ventricular (rv) lead was repositioned due to a micro-perforation. The perforation was confirmed through lead testing. The boston scientific representative noted that the lead had high out of range impedance, increased bipolar capture thresholds, failure to capture unipolar, and decreased sensing measurements. Additionally, a chest x-ray, fluoroscopy, and a transesophageal echocardiography (tee) was performed to confirm the perforation. No additional adverse patient effects were reported.